Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that after the trocar was inserted through the abdominal wall, the safety shield was observed to not advance to cover the blade. There was no consequence to the pt.